Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the returned battery cap was used during the investigation. No alarm codes related to loss of prime were found in the black box. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was within specification. The pump case was removed for further investigation; the force sensor pins were found to be seated, and the solder connections were intact. There was no evidence of cracked force sensor traces.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a prime issue during a load step. No additional information was available. There was no adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).